Event description:
Triathlon poly insert would not seat in cemented tibial tray. The usual click as it engaged was not heard, surgeon checked and the lateral part of insert appeared approx 1mm higher than medial part. A macdonald dissector was able to be inserted between the tray and the poly insert on the lateral side and not in the medial side. The poly insert toggled when dissector was moved in the lateral gap. Poly insert (lot no lbk087) was removed and tray inspected, no tissue or foreign material noted in area. Second poly (lot no lbp684) inserted with same error. Surgeon still concerned so second poly insert was removed. All areas of the tray appeared normal, no obvious defects noted. Tibial baseplate was free of tissue and debris. A third poly insert was inserted, this did have an audible click when inserted into baseplate, however, the insert still sat approx 1mm higher with the toggle. Poly inserts removed are being returned. Baseplate is cemented in patient.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: suspect medical device, catalog #: 5530-p-511, lot #: lbp684, expiration date: unk, other # (sterile lot #): unk, device manufacture date: unk. Catalog #: 5520-b-500, lot #: srcfl, expiration date: unk, other # (sterile lot #): unk, device manufacture date: unk. A supplemental report will be submitted upon completion...